Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the product was in use for the wound closure after the pacemaker implantation, the needle disengaged during back bite at the final stitch. It was noted the product has been discarded, and the procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.